Event description:
Procedure type: gastrectomy. According to the reporter: needle would not toggle back and forth. A new device was opened to complete the case. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, reoperation, conversion to open procedure, or extended operating room time.

Manufacturer narrative:
(B)(4).